Manufacturer narrative:
D11: date is estimate. The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. The patient effect(s) listed is consistent with the product risk profile and is therefore expected. The treatment appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Estimated date. The location of the device is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: "vascular complications with transcatheter aortic valve implantation using the 18 fr medtronic corevalve system: the rotterdam experience"na.

Event description:
It was reported through a research article identifying a prostar device that may be related to device failure, resulting in bleeding, blood transfusion and surgical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled "vascular complications with transcatheter aortic valve implantation using the 18 fr medtronic corevalve system: the rotterdam experience."